Event description:
It was reported that the customer woke up with elevated blood glucose (500 mg/dl). Customer switched back to her old pump.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.